Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump appeared shifted to the left of the touch screen and that the bottom of the touch screen was unresponsive. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the issue was resolved.